Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display driver board.

Event description:
The customer stated that the insulin pump had a blank display and constant audio tone. Troubleshooting was performed and the display remained blank. Nothing further was reported.